Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy/inadequate coverage. Patient leads had migrated. As such, surgical intervention took place (B)(6) 2025 wherein an attempt was made to reposition the existing leads. However, one of the leads fractured during the procedure. In turn, the fracture lead was replaced with a new lead, and the other existing lead was repositioned addressing the issues. Reportedly, therapy was restored post op.